Manufacturer narrative:
Conclusion - a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and noted it was torn after during insertion, the haptic was torn upon insertion. The lens was removed without any pt incident.